Event description:
It is reported that the liner failed to engage.

Manufacturer narrative:
Evaluation summary: there are two arched witness marks on the more-damaged side. The surgical technique instructs "soft tissue must be cleared from the periphery of the polyethylene insert in order to avoid trapping of the soft tissue between the insert and the metal constraining ring. This trapping of soft tissue may result in difficulty seating the metal constraining ring onto the liner." Cause cannot be definitively determined. Returned for review is a constrained liner and constraining ring of corresponding sizes. As returned, the liner exhibits damage; there are witness marks on the rim of the liner from the titanium pegs of the constraining ring, indicating attempted insertion prior to correctly aligning the ring with the liner slots on the outside of the liner. There are also various scratches/dents and several damaged anti-rotation scallops. A crack has also developed within the rim, starting from the outer circumference to the internal angled rim surface, however the crack has not fully propagated. Device history records indicate all components were manufactured and inspected to specification.